Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported, "broken lower switch." Evaluation found a failed upper link switch. There was evidence of system error 322 in the history log, which is most likely what the reported symptom is referring to. The device was found out of specification in relation to the system error 322 which was confirmed through the history log but not reproduced. The upper auxiliary assembly was replaced to correct the condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.